Event description:
Screw shed metal slivers while being put into plate. Dr davis removed and replaced with oversize screw.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection revealed that a portion of the 1st to 2nd row of thread located closest to the head had been torn. A review of the device history record for the eagle/swift self drilling screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis on the eagle/swift self drilling screw was conducted on the family based on a similar geometric design and functionality. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur as documented in the decision tree. Review of complaints found no significant trends. The root cause is unknown however it is possible that screw was inserted without the aid of a guide at an aggressive trajectory leading to excessive interference between screw thread and bushing as the screw was being advanced resulting in thread shearing. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.